Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with general questions about triggering, hr and waveform shape. User stated tated the catheter was axillary, off label disclaimer given. The esp personel had provided troubleshooting steps to the user. Also, the esp personel noticed the balloon waveform was very rounded at the top and suggested some troubleshooting of the catheter at the insertion point and/or repositioning of the patient. The esp personel offered to do more troubleshooting but he declined saying it seemed more complicated than he thought and the providers just wanted it left alone. The call was ended. No harm or injury reported.